Event description:
During procedure, recoverable faults came up multiple times for arm #3. Robot was powered off and surgery was able to proceed. This happened a second time and we were not able to recover it. Arm was disabled for remainder of procedure. Procedure was altered to not include lymph node dissection.